Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Download of accu-chek compact meter memory found the following discrepant back-to-back results: 204 mg/dl and 13 mg/dl - 180 mg/dl and lo (less than 9 mg/dl). The results were obtained on different days. No adverse event associated with the alleged malfunction is reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Download of accu-chek compact meter memory found the following discrepant back-to-back results: 204 mg/dl and 13 mg/dl. 180 mg/dl and lo (less than 9 mg/dl) the results were obtained on different days. No adverse event associated with the alleged malfunction is reported. The manufacturer requested the return of the suspect product for evaluation.

Event description:
Download of accu-chek compact meter memory found the following discrepant back-to-back results: 204 mg/dl and 13 mg/dl - 180 mg/dl and lo (less than 9 mg/dl). The results were obtained on different days. No adverse event associated with the alleged malfunction is reported. The manufacturer requested the return of the suspect product for evaluation.